Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was hospitalized for the event and experienced cloudy effluent and abdominal pain as a result of the peritonitis. The patient was treated with ceftazidime 125mg (frequency and route not reported) and cefazolin 125mg (frequency and route not reported). It was unknown if the patient recovered from the peritonitis. The retraining was ongoing.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error. Baxter labeling instructs patients to maintain aspetic technique when performing therapy. A formal review of the product label family will be conducted. If additional relevant information is received, then a follow up report will be submitted.